Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is confirmed. The battery failed battery load test during complaint investigation the pump shut off approximately 29 minutes when operating on battery power after a full charge. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the pump shut off with no alarms. The battery was run down completely and needed to stay plugged in to operate. It is unsure if they switched to another pump once transported to the other unit, or if they made sure this one was plugged in. Bio-med did a battery load test with a complete charge and ran on dc power for just over 50 min then got a 20 min alarm. As a result, the battery was replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the pump shut off with no alarms. The battery was run down completely and needed to stay plugged in to operate. It is unsure if they switched to another pump once transported to the other unit, or if they made sure this one was plugged in. Bio-med did a battery load test with a complete charge and ran on dc power for just over 50 min then got a 20 min alarm. As a result, the battery was replaced. There was no report of patient complications, serious injury or death.